Event description:
A malfunction alarm, identified by the code malf 12, was reported without any notable preceding events. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump; however, the malfunction recurred, leading to the decision to replace the pump while the customer continued using the current pump as backup therapy.